Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure of the heavily calcified, proximal diagonal coronary artery after implanting distally 2 smaller diameter xience alpine stents without issue, the 3.5 x 23 mm xience alpine stent delivery system (sds) was advanced but met resistance with the guide catheter and became stuck. The sds could not be advanced or removed separately as the proximal stent struts had become flared while in the anatomy. The sds, guide catheter, and guide wire were removed as a system from the anatomy without issue. It was noted outside the anatomy that the stent implant had dislodged from the balloon but was removed in the guide catheter. There was no snaring used. The opposite groin access was used and the third non-abbott bare metal stent was implanted to treat the lesion without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.